Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, medial tibial subsidence. No cement adherence to underside of tibial base.